Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen had gone blank. This did not interrupt therapy but the unit was switched out.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked for the display going black, but after turning the unit on all came up as it should. Then, after a few minutes, the fse started scrolling and tapped the frame of the display and the screen when black. So, in order to fix the issue, the fse disassembled the display and replaced the display and the color video receiver pcb. After reassembling, the fse tested the unit and all was working as it should. The fse then ran the unit for approximately 2 hours while performing the preventive maintenance and everything was good. The unit was then cleared for clinical use.